Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump will not power on. There was no patient involvement reported.

Event description:
It was reported by getinge field service engineer that before preventive maintainence, the cardiosave intra aortic balloon pump will not power on. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) found that the unit was not plugged in and batteries were a 0% charged. This is why the unit would not power up on battery. Fse plugged the unit during the pm and batteries charged. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. Completed product inspection per customer / manufacturer requirements.